Event description:
It was reported that they were getting gridlines in the images causing the patient to be re-exposed. The multiplier, inverter and the tube were replaced. Once this was done, the unit is working as intended.